Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic ulcer of unknown size. It was reported that during the index procedure, the ipsilateral gate of the bifurcate was cannulated instead of the contralateral gate. As a result, both stent graft limbs were implanted in the same gate. The spin test (confirmed spinning the marking catheter) was performed and clearly visualized. The physician then implanted an endurant aui device to seal the bifurcate as treatment and completed a fem-fem bypass. As per the physician, the cause of the event was a procedural step error. No additional clinical sequelae were reported and the patient is fine.